Event description:
The customer stated that she was taken to the emergency room with chest pain, high blood pressure and blood glucose levels greater than 600 mg/dl. The customer stated that her blood glucose levels kept elevating even though she had given herself insulin with the insulin pump. No troubleshooting was done on the insulin pump as the customer no longer wants to use it. The customer stated that she is too afraid to use it, and will be speaking with her representative to return it back to us. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.